Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. Reportedly, the customer reloaded the existing cartridge and resumed insulin delivery. Subsequently, it was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery. Customer¿s blood glucose was 350 mg/dl.